Event description:
A patient reported experiencing inaccurate high results with a surestep enhanced meter. The patient's blood glucose results were 435 mg/dl (this was the only result stated in the reported issue notes). Tests were done <10 minutes apart with a difference of >20%. Patient did not experience any adverse events. No further information had been reported.